Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.

Event description:
Patient representative reported left side "...sporadic itching and painful discomfort in left breast", "rippling mainly in the upper poles of both breasts", and "large areolar-papillary complexes, both lateralized, but the left one more lateralized due to a process suggestive of capsular contracture (baker grade unknown) on the left." Device has been explanted and replaced.